Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was operating on the (B)(6) 2017. The attune knee replacement was implanted on the (B)(6) 2017. Upon post op x ray analysis, it appears the femur has been fractured. During surgery it was noted the femoral component trial and implant was tight by the surgeon and the scrub staff. Impaction of the trial femur and implant seated both, this may have caused the fracture.

Manufacturer narrative:
No device associated with this report was received for examination. Examination of a provided image confirmed a fracture of the femur as reported. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The root cause of the bone fracture is unknown. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause or find evidence of product error as a contributing factor to the bone fracture, a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.